Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to diaphragmatic stimulation. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed an alert for high thresholds and also exhibited potential loss of capture. The right atrial (ra) lead also displayed an alert for high thresholds. The rv lead was removed and replaced, while the ra lead remains implanted and in use. No patient complications have been reported as a result of this event.